Manufacturer narrative:
The device was not returned for analysis. The lot history record for this product could not be reviewed because the product was not returned for evaluation and the lot number was not reported. Additionally, a query of the complaint handling database for the reported lot could not be conducted based on the lot number since the lot number was not reported. The investigation was unable to determine a cause for the reported difficulty. The subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was an arteriotomy closure of a mildly, not significantly calcified right common femoral artery using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) procedure. The sutures of two prostyle devices were successfully placed. The sheath was upsized to 18f and the tavi procedure was completed. Reportedly, the two initially pre-deployed prostyle devices had no haemostatic effect. Two additional prostyle devices were placed post tavi deployment with minimal effect. A non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.